Event description:
Rptr had a fusion with implantation of pedicle screws. She was told this would help control chronic pain following 2 previous l/4-l/5 opertions. Also this procedure would help or allow rptr to be able to sit. Rptr has nerve damage. She continues to have severe pain in buttocks, legs, feet, and back. She has a morphine pump with bupivocaine in it implanted in her as a last resort. It helps some but she still has severe pain with increasing weakness in her legs and she is losing the ability to walk. (*)